Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) there was no balloon inflation and no autofilling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and found that the pressure tubing from  pressure reservoir to fill manifold was kinked. Fse confirmed fault code 37, to fix the issue fse replaced the same part and repair was after further inspection, fse found saline on the power management board as well as on the outside of the iabp. Fse provided quote to customer for replacement of power management board but it was not replaced. Repair was completed. All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) there was no balloon inflation and no auto filling. Unaware of any patient involvement.